Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that they have been seeing a manufacturer representative more due to ins needing replacement in the next year or so. Patient was asked if this was due to normal battery depletion and patient stated "yes" but then stated she is needing to charge her device more and has been seeing error codes. Patient would charge her ins overnight and the ins would be dead in the morning. Patient used to charge her ins like once a while and now she is needing to charge her ins every 24-48 hours. It was discovered that her ins had flipped and it wasn't laying as flat against her skin. It was painful to charge the ins and she was seeing error codes coming up on her device. Now the ins is not as crooked. Patient was requested to clarify which device error codes were coming up or what the codes were. Patient was having issues connecting with the ins. Patient could not provide any further info. No further complications were reported. Patient also mentioned having bad spasms for the last couple years which was already reported in sr crts (B)(4) and (B)(4). - pe (B)(4) (nni).